Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-29. The battery had gone into an overdischarge which was successfully restarted and is now working. The patient had no devices replaced. The battery was moved to the opposite side and charging was then obtainable. The patient had been getting a few bars of charging early september. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been having trouble charging the ins, so the ins pocket was revised by moving the pocket from the left side to the right side. The date the recharging issues were first identified were unknown by the rep. The rep met with the patient on (B)(6) 2018 for the post-op follow up appointment. At the appointment, the ins was found to be depleted "prematurely". A physician mode recharge (pmr) was successfully performed on (B)(6) 2018. The patient started charging but did not have time to wait for the expected power on reset (por) to appear and to be cleared, so they left. On the morning of (B)(6) 2018, the rep contacted the patient and was able to confirm that the recharging issues that resulted in the pocket revision had been resolved. The patient was going to contact the rep later to schedule an appointment to clear the expected por, but the rep has not yet heard from the patient. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they would follow up for information requested but was able to report the patient was able to charge and use stimulation. No further complications were reported or anticipated.